Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device delivered 21 shocks in the box and is unsuitable for use as detections were left on. The device will be returned to the manufacturer. No patient complications have been reported as a result of this event.